Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm which is off label usage of the device, on (B)(6) 2020. The patient had an allergic reaction to the adhesive patch. The patient developed a rash which turned into an open wound. There was no medical intervention related to this issue; the patient reportedly went to the diabetes clinic for an unspecified reason, but not regarding the skin reaction. The skin healed with scarring. No additional patient or event information is available. Per medical review, this would constitute an adverse event based on the report of scarring at the skin reaction site. No additional patient or event information is available.